Event description:
At a refill session, the pump was filled with 16 cc of dilaudid; it was unclear if the prior medication in the pump was morphine or demerol. The pt left the clinical ambulatory and then experienced an overdose 48 hours later at home. The pt symptoms included cognitive changes, somnolence, and respiratory depression. The pt was taken to the ER and admitted to the hospital. Three days after the overdose symptoms began, the pump was emptied; 14 cc of medication was pulled from the pump and the pump was filled with saline. The pt was put on a ventilator for a week; the exact date was unknown. When the pt was taken off the ventilator, he was not responding normally. It was thought that the pt may have had brain damage either from not getting enough oxygen (from the depressed respiration); from being on the ventilator; or just from going through withdrawal from medication. The healthcare professional that filled the pump reported that the pt had a reaction to the medication change; they were not involved in treating the pt for the reaction. The pt outcome was reported to be a serious ongoing injury; the pt recovered with sequela.